Event description:
The complaint/event involved a tego® connector. Nursing report issues with high pressure (indicated by an unspecified dialysis pump) while trying to run a patient. Pieces of the connector was also reportedly coming apart during dialysis treatment. There was no serious injury/death, no blood loss and no delay in therapy. There were no adverse operator consequences and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered. Although there was patient involvement, there was no adverse event associated with this complaint/event.

Manufacturer narrative:
The customer reported that the actual device is not available for investigation as it has been discarded. A review of the device history record is pending.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the high pressure is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.